Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 18-aug-2023. The most recent information was received on 26-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("regular pelvic pain in the right implant area") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced pelvic pain (seriousness criterion medically important), musculoskeletal pain ("violent and inexplicable muscle and joint pains/ intense muscle and joint pains"), fatigue ("chronic fatigue") and genital haemorrhage ("heavy bleeding"). An unknown time later she experienced impaired work ability ("numerous episodes of work incapacity due to illness") and illness ("illness"). The patient was treated with codeine, cymbalta (duloxetine hydrochloride) and morphine as well as non-drug therapy (wheelchair in 2015). At the time of the report, the musculoskeletal pain, impaired work ability and illness had not resolved. The outcomes for pelvic pain, fatigue and genital haemorrhage were unknown. No causality assessment was received for essure with regard to musculoskeletal pain, fatigue, genital haemorrhage, pelvic pain, impaired work ability or illness. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 18-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("regular pelvic pain in the right implant area") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced pelvic pain (seriousness criterion medically important), musculoskeletal pain ("violent and inexplicable muscle and joint pains / intense muscle and joint pains"), fatigue ("chronic fatigue") and genital haemorrhage ("heavy bleeding"). An unknown time later she experienced impaired work ability ("numerous episodes of work incapacity due to illness") and illness ("illness"). The patient was treated with codeine, cymbalta (duloxetine hydrochloride) and morphine as well as non-drug therapy (wheelchair in 2015). At the time of the report, the musculoskeletal pain, impaired work ability and illness had not resolved. The outcomes for pelvic pain, fatigue and genital haemorrhage were unknown. No causality assessment was received for essure with regard to musculoskeletal pain, fatigue, genital haemorrhage, pelvic pain, impaired work ability or illness. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.